Event description:
Pt 4 days post-op abdominal surgery. Md was removing the 1/8" round drain when it broke, leaving approx 1 1/2" in the pt. Md was unable to remove; attempted to remove under sedation but unable to remove. Drain was surgically removed 1/14/95.